Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump has been alarming no delivery for the past two and a half days. The patient's current blood glucose is 400 mg/dl. The customer's blood glucose exceeded 300 mg/dl at the time of incident. Troubleshooting was initiated and the customer had a hard time pushing insulin through the tubing with the plunger push; the customer reported greater than normal resistance with the plunger push. The customer changed the infusion set and reservoir and ran a manual prime; insulin exited and the customer was advised that the insulin pump functioned as designed. The customer also had a motor error alarm. During troubleshooting the drive support cap appeared normal. The customer was able to rewind the device as well. The displacement test passed. However, the insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. We were unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery or no reservoir alarm due to motor error alarms. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.